Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "prothesis folds, waves, rotation, deflation discovered during surgery, periprosthetic capsule stage 2 and breast is hard". Healthcare professional later reported "thickened and calcified capsule". This record is for the left side. Device was explanted.